Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-18283. It was reported that the implantable cardioverter defibrillator exhibited automatic mode switch episodes caused by competitive atrial pacing. Also, the implantable cardioverter defibrillator and right atrial lead exhibited noise episodes. No interventions were made at this time. The patient was stable and will continue to be monitored.